Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported being hospitalized due to low blood glucose. The blood glucose reading was 80mg/dl. The customer stated that she felt sick. Advised the customer to disconnect from the insulin pump and monitor her glucose level. The customer stated that the second time she measured it was 45mg/dl. Asked customer to take glucose tablets and at the end of call was 103mg/dl. The customer stated that she lost consciousness. The customer was experiencing low blood glucose for the past month. Troubleshooting was performed. The programming, time, and date were correct. The customer stated that the amount of insulin in the screen match to amount of insulin in the reservoir. The customer stated that the insulin pump was exposed to an MRI and body scan at the airport. Ran a displacement test and passed. Advised the customer to discontinue use of the insulin pump and revert to back up plan. No further info was provided.